Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. As per flextome mr specification, the rated burst pressure for this device is 12 atmospheres. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the hypotube/shaft of the returned device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24aug2020. It was reported that the balloon could not cross the lesion. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the operator could not pass through the angle due to the resistance and the balloon could not cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure. However, device analysis revealed a balloon pinhole located approximately 1mm distal of the proximal markerband.